Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation. There is insufficient information on the procedure date and thus a system log was not performed. Source of the article: li, r., zhou, j., zhao, s. Et al. Propensity matched analysis of robotic and laparoscopic operations for mid-low rectal cancer: short-term comparison of anal function and oncological outcomes. J robotic surg 17, 2339¿2350 (2023). Https://doi.org/10.1007/s11701-023-01656-1 field a2 reflect patient's mean age in robotic group. Field a3 reflect majority of patient's gender in robotic group. Field b3 reflect published date of the article as the actual event date is not provided in the article.

Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿propensity matched analysis of robotic and laparoscopic operations for mid low rectal cancer: short term comparison of anal function and oncological outcomes ¿ the following complications were reported. All patients who underwent proctectomy robotically or laparoscopically between (B)(6) 2019 and (B)(6) 2022 were included in the study at a single institution. 215 patients underwent robotic operations while 1011 patients selected laparoscopic surgeries. From these, 210 cases from each group were included in the data analysis by the authors. Of the 210 patients that underwent robotic assisted surgeries, there were 4 (1.9%) patients required intra-operative blood transfusion, 2 patients (1.0%) had presacral bleeding, 2 patients (1.0%) had ureteric injury, 2 patients (1.0%) had rectal perforation, and 6 patients' (3.0%) procedures were converted to open surgeries. The mean hospitalization period was 9 days and there were 8 patients (3.8%) required readmission. The post-operative complications of the patients that underwent robotic assisted surgeries, 11 patients (5.2%) experienced anastomotic leak, 2 patients (1.0%) had pelvic abscess, 3 patients (1.4%) had bleeding in peritoneal cavity, 8 patients (3.8%) had urinary retention, 8 patients (3.8%) had pulmonary infection and 4 patients (2.0%) experienced deep-vein thrombosis. Of the post-operative complications reported, there were 4 (2.0%) that were classified as clavien-dindo greater than grade iii. There was no mention of the medical intervention that were performed for each of the complications nor mention of any malfunctions of dv systems, instruments or accessories in the article. Compared to the laparoscopic surgeries, robotic surgeries were found with better recovery including the earlier time to first flatus passage without ileostomy (p = 0.050), the earlier time to liquid diet without ileostomy (p = 0.040), lower incidence of urinary retention (p = 0.043), better anal function 1 month after lar without ileostomy (p < 0.001). The robotic surgeries were found with longer operation time (p=0.042).